Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of foreign matter through a corrective and preventive action (CAPA) #: (B)(4).

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced foreign matter on device cannula / needle / or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "when preparing using the fbn, it was found that there was foreign matter on the needle."